Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for failed back surgery syndrome and spinal pain. It was reported that patient was having problems with their spinal cord stimulator. It was reported that patient got a lot of lumbar blocks so they were not having the leg pain and flare-ups. So patient felt like they were getting relief but since the implanted device was put in, the pain in their leg and back has been horrible. For the first couple weeks, maybe 2 or 3 weeks, the hcp didn't want the patient to use the stimulation because of the way the implant heated up since it was put in, then they didsome programming, and patient did not have a controller given to them until sometime in (B)(6) because they didn't have enough battery packs. Patient clarified she didn't have a controller until may. Hcp then had to give patient really mild settings to make the battery last in between appointments until patient finally got the controller and could charge it. After that, it seemed to work okay until the settings stopped working for the patient in ((B)(6) 2018) and patient was having a lot of pain so the patient was put on new settings but with these new settings, patient had to charge twice a day because it was up so high. Patient started having to charge twice a day "immediately" after receiving these higher settings which she says was on 04/27. It takes patient longer than it should to charge up her implant. It was reviewed with patient that this is likely because her stimulation is up so high, or "maxed out" as the patient verbally stated. Patient then said that last week ((B)(6) 2018), she would be recharging her implant, and it will "just stop charging it, and patient might be up to 80 percent charge and it will just stop. It was reviewed with patient that this could possibly be due to the recharging antenna being moved out of place, and patient stated she did not think this was the case. On (B)(6) 2018, hcp reported that patient was last seen by hcp on (B)(6), 10 days after implant. Between the implant and (B)(6), patient had fallen and gone to ER for a strained wrist. The fall was not related to the devices. Devices were checked, and everything was in place per x-rays taken. There were no issues, and none were reported by the patient either. After that, patient saw another pain doctor on (B)(6). Per the notes, adjustments were made to scs on both appointments as patient did not feel stim covered enough pain in the left foot. No other device issues were reported. Hcp stated that the implant heating when using device, loss of therapy, charging too frequently, implant stopped charging issues were not reported to them. Patient does have back pain but that is what the device is implanted for, so she has always had the pain. Hcp added that patient has two more upcoming appointments. One on (B)(6) with a pa, and the other on (B)(6) with the pain doctor. Nurse did not know which rep was present on which appointment. The pain doctor's office stated that they had no information on the stated events, but would try to gather information after patient's (B)(6) appointment. No further complications were reported/anticipated.